Event description:
A high blood glucose event was reported by the customer, though the specific level was not available as it displayed "high." Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. To address the issue, the customer changed the infusion set and cartridge. Technical support provided off-label insulin information and advised consulting with a healthcare professional. The customer understood and acknowledged the advice.